Event description:
It was reported that the femoral impactor broke during surgery.

Manufacturer narrative:
Investigation results: the associated device was returned and evaluated. Visual assessment confirms the stated failure. The device¿s plastic has been damaged and fractured at the base. The instruments show signs of repeated use. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. A review of complaint history did not reveal any previous complaints for this batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.